Event description:
It was reported that the pump's usb port was damaged. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.